Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 521 mg/dl. The customer did not mentioned symptoms. Customer treated their high blood glucose reading with their injections. Customer's blood glucose value was mg/dl at the time of the call 521 mg/dl. Customer had under delivery issue. Troubleshooting was performed. The drive support cap condition was not mentioned. There was not air bubbles. Customer reported bent cannula. The device settings was not mentioned. The insulin pump was not tested. Customer was not using auto mode feature. Customer did not perform any tests. Customer did not contact their healthcare provider. Products will not be return for analysis.